Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, patient reported high blood glucose level due to insulin flow blocked alarm. Patient was admitted to hospital on (B)(6) 2024 and blood glucose level was 328 mg/dl which reached to 900 mg/dl withing three days. Infusion set cannula was also bent. Customer replaced infusion set and resumed insulin delieveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.